Manufacturer narrative:
H3 - device evaluated by mfg? The complaint device was not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that a type 3b endoleak originating from an unknown zenith flex with spiral-z technology aaa endovascular graft iliac leg placed in the patient's left iliac artery was discovered on angiography during an endovascular abdominal aortic aneurysm repair (evar) procedure. The following grafts were placed during the index procedure: cook zfen-p-2-36-107-r. Cook zfen-d-12-28-76-c. Left iliac to bridge: cook zsle-11-107-zt. Left iliac to land in external iliac: cook zsle-11-90-zt. Right iliac to bridge: cook zsle-11-107-zt. Right iliac to land in external iliac: cook zsle-11-90-zt. Left renal: competitor 6x29 graft. The proximal graft was placed in accordance with the instructions for use (IFU) and ballooned at the top of the graft with a cook coda balloon prior to deploying the renal stents. Left renal stenting was completed with a competitor stent, and ballooning with a competitor balloon to flare the stent. The distal graft was placed in accordance with the IFU. A cook zsle-11-107-zt and a cook zsle-11-90-zt were then placed in the patient¿s left iliac, landing in the external iliac. Subsequently, a cook zsle-11-107-zt and a cook zsle-11-90-zt were placed in the patient¿s right iliac, with ballooning of the proximal and distal body using a cook coda balloon. Ballooning of the proximal overlap of the zsle grafts with distal body and the iliacs was completed using a cook coda balloon. A type 3b endoleak was identified on angiography, and re-ballooning of left iliac graft was done. When the endoleak reappeared on angiography, the overlap of the existing zsles were relined with a cook zsle-11-74-zt. The left iliac was then ballooned again. Neck anatomy was described as an inverse funnel, 20mm neck diameters: 27, 29, 27, 29, 30mm. At this time, the patient did not experience any adverse effects to require any additional procedures due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Planning and sizing notes included the following: the patient had a 5 cm aneurysm. Thrombus was noted in the aneurysm neck. The left renal artery orifice narrowed to 3.1 mm. The lumbar arteries were patent. The iliac arteries were aneurysmal. The occluded internal iliac arteries measured 3.3 cm on the right and 4.7 cm on the left.